Event description:
The patient reported that it took them two tries to locate the port. They further stated that her pump flipped in 2002 and ¿they had to go in and just, you know, flip it back¿. It was unclear if the patient underwent a surgical revision. No patient symptoms were reported.

Manufacturer narrative:
Product ID: 8703w lot# serial# (B)(4), implanted: 2000 (B)(6), product type catheter. (B)(4).